Event description:
It was reported patient had a revision of right knee due to loosening. As per sales rep. Doctor stated "patient had cement disease on the femoral side." But cement was in tack. Sales rep also reported, upon extraction of mrh femoral components, the lateral condyle of the device had a fracture in the metal.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown mrh femoral components. The sales rep indicated that the device and medical records are not available due to hospital policy. Should additional information become available, it would be reported in a supplemental report upon completion of the investigation.